Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, insulation abrasion was noted on the right atrial lead. All electrical measurements were stable. The lead was connected to the new device and remained implanted. The patient's condition was stable post procedure and would continue to be monitored.